Event description:
It was reported that the patient underwent a postmastectomy right breast reconstruction with free tram flap, reconstruction of axillary soft tissue defect with superior and inferior fasciocutaneous advancement flaps and reconstruction of left rectus fascial defect with inlay synthetic mesh, and rectal fascia placation and abdominal wall reinforcement with synthetic mesh. The patient reportedly developed a post op abdominal infection and multiple suture granulomas, requiring additional medical treatment. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.